Manufacturer narrative:
H3 device evaluation: analysis found a recharge antenna failure; the "no device found" message was observed. H6: please note that method code b20, result code c20, and conclusion code d14 have been updated at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 97745, serial# unknown. Product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative (rep) that ¿device cannot be found¿ and a ¿system problem¿ screen with error code rm03 were displayed when they attempted to recharge with the recharger telemetry module (rtm) the night prior to report. The patient reset their patient controller by removing the battery and replacing it in an effort to troubleshoot the event and was able to recharge from 30% to 70% ¿before cutting out.¿ the patient then ¿noticed it was very hot at the end of the recharge cable where it meets the paddle¿ and that it ¿had caused a small burn on her backside.¿ the patient reported that they ¿did not need to seek medical attention, as the burn was minimal.¿ the rep requested the patient not try to recharge again and sent the patient a replacement rtm as a result of the event; the issue remained unresolved at the time of report. There were no surgical interventions planned or performed. No further complications were reported or anticipated.